Event description:
It was reported that the bronchofibervideoscope did not display an image on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for inspection, and the reported failure of no image display was confirmed. During the device evaluation, the following additional reportable malfunction was identified: the distal c-body tip was found to be chipped. Based on the investigation findings, the most probable cause of the image display failure was a component failure, consistent with expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.